Event description:
It was reported that the patient has passed away. No other details were provided and boston scientific has been unable to obtain additional information regarding the cause of patient death, despite good faith efforts.